Event description:
It was reported that the guidewire would come back when the device was on. A 1.50mm rotapro was selected for use. During the procedure, it was noted that while on rotational atherectomy, the guidewire would come back when the device was on and was a possible brake failure. The procedure was completed with the same device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the guidewire would come back when the device was on. A 1.50mm rotapro was selected for use. During the procedure, it was noted that while on rotational atherectomy, the guidewire would come back when the device was on and was a possible brake failure. The procedure was completed with the same device. There were no patient complications. It was further reported that the target lesion was located in the moderately tortuous and severely calcified mid-right coronary artery.